Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, prior to a scheduled medical appointment, the patient¿s blood glucose (bg) readings were approximately 120 mg/dl, consistent with the dexcom receiver¿s estimated glucose value (egv), which was also accurate at that time. However, the dexcom sensor failed while the patient was en route to the appointment. Later that day, the patient began experiencing symptoms including weakness, feeling overheated, inability to stand unassisted, and difficulty staying awake. Emergency services were contacted, and the patient was transported to the emergency room. According to the patient¿s spouse, efforts were made to raise the patient¿s blood sugar with an injection. Upon evaluation, the patient¿s bg was found to be in the 40s mg/dl. The patient was admitted to the hospital and remained inpatient from (B)(6) 2025. During the hospital stay, the patient was also diagnosed with pneumonia and developed steroid-induced hyperglycemia, which was treated appropriately. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.